Event description:
It was reported that pump displayed malfunction message in tandem source, and caller stated that no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction message appeared again.